Event description:
Material no. 369714, batch no. 9065862 . It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes "exploded" after use while being labeled. The following information was provided by the initial reporter: we also had the exact same incident occur at our w5th campus a couple of weeks ago. I will try and get you some tubes for their core."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 369714, batch no. 9065862 it was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes "exploded" after use while being labeled. The following information was provided by the initial reporter: we also had the exact same incident occur at our w5th campus a couple of weeks ago. I will try and get you some tubes for their core."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 369714, batch no. 9065862. It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes "exploded" after use while being labeled. The following information was provided by the initial reporter: we also had the exact same incident occur at our w5th campus a couple of weeks ago. I will try and get you some tubes for their core."